Event description:
It was reported that the customer was hospitalized for high blood glucose levels of 500 mg/dl. The customer stated that a week prior to the event, she had fallen on ice and that her blood glucose level has been high since then. The customer also stated that she had received a concussion and hurt her back. The customer's perceived cause of event is that the recovery from the fall is causing her to have high blood glucose readings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.